Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced postprandial hyperglycemia with a highest sensor glucose of 220 mg/dl for about three hours while using an ilet system with a libre 3+ continuous glucose monitor (cgm). The user recently increased lunch size to a full sandwich estimated at 35 grams and continued routine meal announcements, resulting in a mild spike as the system adapts. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no emergency care, and no hospitalization. Investigation included customer care agent troubleshooting and education focused on consistent meal announcements and carb estimates. Investigation of this case revealed user-specific glycemic variability associated with increased carbohydrate intake and appropriate device function without hardware or software malfunction. It was concluded, based on previously established findings for similar reports, that the cause was normal device behavior with user management factors related to meal size changes.